Event description:
During the invasive procedure, the device came apart. The physician was able to retrieve the part that came off of the device. Manufacturer response (as per reporter) for accessory, galt medicalwaiting for evaluation response.

Event description:
During the invasive procedure, the device came apart. The physician was able to retrieve the part that came off of the device. Manufacturer response (as per reporter) for accessory, galt medicalwaiting for evaluation response.